Event description:
On (B)(6) 2011, abbott point of care was contacted regarding an I-stat troponin cartridge that yielded an unexpected result of 1.66 ng/ml on a pt. Repeat test result on the I-stat was 0.00 ng/ml. There is no further information available at that time. Based on the information available, there were no injuries associated with this event.

Manufacturer narrative:
(B)(4).